Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. Residue of viscoelastic (ovd) was detected in the lens optic body. Lens was observed complete, including both lens haptics. The customer's reported event could not be confirmed on the returned lens sample. Manufacturing record review: the manufacturing record review was performed. The manufacturing process record was evaluated. No non-conformance reports, discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search revealed no other complaints for this production order has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, analysis of the returned product, and historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zcb00 surgery was converted to anterior vitrectomy with change in intraocular lens (iol) style due to capsular tear. No additional information was provided.